Manufacturer narrative:
The pump powered up properly after battery installation. No blank display or audio/beep anomaly was noted. The pump was received with a software error alarm loop during the power up. The alarm was due to a software error. Unable to perform the operating currents, self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests or verify the external flash crc error alarm due to the software error alarm. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced external flash crc error. The customer's blood glucose value was 103 mg/dl at time of incident. The customer's current blood glucose was 77 mg/dl. The customer stated alarm did not occur during the rewind/prime sequence. The product was returned for analysis.